Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On the date of the report, the pump off pass code was being requested by the hcp. Per the reporter, the pump had been empty, and alarming since (B)(6) 2020. When asked if it was intentional, or if the patient had abandoned therapy, it was reported that the patient had been dismissed by their physician. There was no device issue. The patient did not voluntarily want to have their pump go empty or have the therapy discontinued and replaced. According to the pump logs, the pump had first gone empty on (B)(6) 2020 due to the patient being unable to get any rides to get the pump refilled. On (B)(6) 2020, the patient was able to make it in, however, the hcp filled the pump with saline and the patient was discharged. Per the reporter, the hcp had discharged all of their pump patients at that time, and not just this patient. The patient had been unable to find an hcp to manage his pump despite trying. The patient then went back to his surgeon on (B)(6) 2020, however, the hcp refused to fill the pump. The hcp silenced the alarm and did not do anything physically with the pump. The patient was noted to be very distraught, and upset that he had to discontinue therapy, and would need to go in for a replacement surgery to continue therapy. At the time of the report, they were planning to have the pump replaced in the future. It was noted that the patient¿s medical history included being handicapped, and in a wheelchair, so the patient¿s weight was unable to be obtained due to those circumstances.